Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2021 and suture was used. During the procedure, the suture needle tip snapped off and got embedded in patient's skin. Tip of needle was removed. No adverse patient consequences reported. No additional information was provided.